Event description:
It was reported by the customer that during quality control testing the c-arm was abruptly jerking and requested for the c-arm to be evaluated. A field engineer was dispatched to the site and during investigation of the system found that three of the bolts securing the rotational gear had sheared off. The system was removed from service and the gantry was replaced and returned to hologic for further investigation.

Manufacturer narrative:
The mammography system was returned to hologic for evaluation. Investigation of the system determined that the root cause of the jerky motion was due to the sheared and loose bolts on the vta. The bolts were loose due to improper loctite application. The original reason the bolts were loose is unable to be confirmed as the bolts were replaced during the service visits, but the reason is likely the same ¿ due to loctite application. During one of the service calls the bolts were replaced with 3/4¿ bolts without cleaning out the hole first causing them to bottom out. This allowed for relative motion between the bolts and the worm wheel gear. Meaning the worm wheel gear had a hammering effect back and forth on the bolts causing them to shear. Additional information regarding investigation and correction will be submitted under z-1144-2023.